Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer¿s blood glucose was 29 mmol/l customer¿s current blood glucose was 29 mmol/l. The customer did not experience any symptoms such as a result of high blood. Troubleshooting was done for high blood glucose. Customer had used insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature system had not used during the time of event. The insulin pump will not be returned for analysis.